Manufacturer narrative:
(B)(4). Similar adverse event is being reported under: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that before (B)(6) 2018 the patient experienced intermittent skin reactions and did not have specific dates or times when the reactions had occurred. The patient stated the sensor was inserted into the abdomen. The patient stated the reaction would normally start a few hours after the insertion and the reaction would worsen as she continued to wear the sensor up to the full ten days. Upon sensor removal, the patient experienced raised red bumps underneath the adhesive and scabbing after the area was exposed to air. On (B)(6) 2018, the patient stated she was seen by her endocrinologist and was recommended benadryl cream over the counter as needed for the skin reaction. At the time of contact, it was indicated that the reaction was still intermittent, and the patient applied benadryl cream over the counter as needed. The patient stated she planned on following up with a physician regarding the reactions. No additional event or patient information is available.